Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump turned off and on intermittently. Customer's blood glucose was 300 mg/dl. After customer changed battery, a failed battery alarm was received. Alarm history showed an unexpected restart alarm and signal too low alarm. Customer reported that months prior to incident, blood glucose was 40 mg/dl which was treated with food. Customer reported that time may have been set incorrectly due to low blood glucose. Customer was advised to monitor insulin pump and to call back should issue persist.